Event description:
The user reported that the monitor did not function as expected. No other details regarding the nature of the event were provided. There were no reported adverse consequences to the pt as a result of this event.